Event description:
A surgeon reported that leakage occurred from the cassette after surgery. It was noted that the cassette was harder than usual to be latched to the system. There was no pt involvement.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).